Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a bga connections to u100 and u101 ram chips on the computer/analog board. Correction: monitor was repaired and refurbished. Root cause: the root cause for the bga connections could not be positively identified. There was no adverse event that.

Event description:
A us distributor reported that a monitor will not power up.